Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30223532l number, and no internal actions related to the complaint was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac perforation. During the procedure, the carto 3 system showed a magnetic sensor error 105 from the thermocool® smart touch® sf bi-directional navigation catheter. The cable was replaced but the issue remained. The catheter was replaced, and the issue resolved. Later in the ablation procedure, the replacement thermocool® smart touch® sf bi-directional navigation catheter was placed in the coronary sinus which was previously mapped. The catheter was outside the coronary sinus map. The catheter had perforated, and the ultrasound revealed a small pericardial effusion. The patient had a small drop-in blood pressure; however, no medical/surgical intervention was performed. A transthoracic echo was ordered immediately following the procedure and overnight. The patient stayed overnight for observation. Patient¿s condition improved and was discharged the following day. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. No biosense webster, inc.product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. It is suspected the issue occurred alternated between mapping/ablation. The irrigation was set at 2 ml/min in low-flow, 8 ml/min when applying = 30 w and 15 ml/min when applying > 30 w. No error messages were displayed on any biosense webster, inc. Equipment at the time of the event. The force visualization features used included dashboard, graph, customizable toolbar and vector. The parameters for stability used with the visitag module were surpoint preferences: 3 mm tag size, 3 mm max range, 3sec min duration, fot: 25% @ 3g force. The color option used prospectively was surpoint tag index. The magnetic sensor error 105 was assessed as not reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user had to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. Despite no medical/surgical intervention nor extended hospitalization was required, it was stated that the catheter perforated the patient¿s heart while being maneuvered in the coronary sinus. Therefore, the cardiac perforation was considered serious and MDR-reportable. Since both thermocool® smart touch® sf bi-directional navigation catheters are from the same catalog and lot #, it is unknown which one was used at the time of the adverse event; therefore, the event will be reported under both conservatively.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/20/2019. Therefore, populated d10. Device available for evaluation, d10. Is device returned to manufacturer? And d10. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters. During the procedure, the carto 3 system showed a magnetic sensor error 105 from the thermocool® smart touch® sf bi-directional navigation catheter. The cable was replaced but the issue remained. The catheter was replaced, and the issue resolved. Later in the ablation procedure, the replacement thermocool® smart touch® sf bi-directional navigation catheter was placed in the coronary sinus which was previously mapped. The catheter was outside the coronary sinus map. The catheter had perforated, and the ultrasound revealed a small pericardial effusion. The patient had a small drop-in blood pressure; however, no medical/surgical intervention was performed. A transthoracic echo was ordered immediately following the procedure and overnight. The patient stayed overnight for observation. Patient¿s condition improved and was discharged the following day. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).